Event description:
It was reported that pump screen was dark and would not turn on, with pump beeping, vibrating, and flashing red around button. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.